Manufacturer narrative:
H10: additional narratives: updated d1 and d4 per new information received. Corrected data: this event was found to be a duplicate report. Please refer to manufacturer report number 2015691-2023-13058 for investigation associated with this event.

Event description:
It was reported via clinical safety (compassion s3 pas), that a 23mm valve in pulmonary position was disabled, via a valve-in-valve procedure. After an implant duration of 7 years, due to severe stenosis and regurgitation. The patient was doing well without cardiac symptoms. The surgical valve was fractured. And a 26mm transcatheter valve was implanted. The patient was discharged home on pod #1. Per source document, all 3 valve leaflets have calcification and reduced mobility.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion.